Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Transseptal access was obtained with brk needle attached to a bovee pen through an sl1 sheath. Transseptal was not properly visualized with transesophageal echocardiography (tee). A 0.018-inch guidewire was advanced, and the physician determined it was not in the left atrium (la) or pulmonary vein system and it was pulled back. Intracardiac echo (ice) was then opened, prepped and advanced to aid in visualizing the septum. Transseptal access was gained. The was sheath was advanced, pigtail was advanced, la pressure obtained, and an angiogram of left atrial appendage was completed. The laa was sized for a 24mm device. A 24mm wds was prepped and advanced. Multiple recaptures were completed, and the closure device failed the anchor test as part of assessing the position, anchor, size and seal (pass) criteria. The physician exchanged for a 20mm closure device which also failed the anchor test for pass criteria. The physician made a choice to go back in with a new 24mm wds. The closure device did not meet pass again. The physician made the decision to abort the procedure. At the end of the procedure a small effusion was noted to be forming in the right atrial space. Activated clotting time (act) was checked, protamine was administered, and a timer was started for 15 minutes to monitor the size of the effusion. The effusion was stable with no additional intervention required to treat. The source of the effusion was not determined. The patient was extubated and then moved out of procedure room to prepare for discharge.